Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error and a keypad anomaly. The customer¿s blood glucose was 49 mg/dl at the time of incident. Customer stated that the insulin pump esc button was sticking and the insulin pump would turn on by itself and alarmed button error. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also mentioned to have experienced a high and low blood glucose events. Customer had a low blood glucose reading of 49 mg/dl and no high blood glucose reading was mentioned. Customer did not mention any form of treatment for the low and high blood glucose and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided with the initial report in section h6 was incorrect. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.